Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06582746 that an ar-8943-15 depth device gauge was broken during a procedure. It was stated that there was no abnormal activity and that the device failed in use by the surgeon. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/3/2024: the device was broken when the surgeon went to first use it. The inner measuring tool fell out. Nothing broke inside the patient, and there was no case delay. This was discovered during an ankle orif (using ti ankle fx). The case was completed with another depth device. There were no adverse effects on the patient due to this issue.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip of the slider pin assembly of the depth device, 2.7 / 3.5 / 4.0 mm, low profile had broken off and not returned. Both distal ends of the slider body had chipped and damaged. The chamfer angles on the slot of the body have chipped and deeply scratched. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion or prying/leveraging the device during insertion.